Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6), 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to a grade of 1-2. On an unknown date, four weeks post procedure, the patient returned to the hospital due to dyspnea. An echocardiogram was performed and revealed that the mr had increased to a grade of 3. It was noted that the previously implanted clip was in a stable position with unchanged tissue bridge. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing the mr to a grade of 1-2.

Manufacturer narrative:
Date of event is estimated the clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.